Event description:
It was reported that the patient experienced bradycardia intra-operatively during system diagnostic testing in the vns implant surgery. Diagnostics were within normal limits. The patient had no prior history of cardiac events or pre-existing medical conditions. The patient was under general anesthesia and was given atropine at time of event as a form of intervention. The device was reported to be functioning as intended. The patient did not suggest any symptoms of arrhythmia post-operatively, and there were no recent traumatic events prior to the arrhythmia. There were no known triggers. The surgeon believed the bradycardia was related to vns therapy stimulation and that the vns exacerbated or co-currently contributed to the bradycardia. Implant surgery was successful with no further complications reported. The patient was not hospitalized as a result of the arrhythmia. After surgery, the patient was reported to be doing fine without reoccurrence of the event.

Event description:
Additional information was received stating that the vns patient's device was programmed on (output current - 0.25ma) and that the patient was responding well with no bradycardia.